Manufacturer narrative:
The condition of channel a failure code 807:04 was confirmed through evaluation due to a defective pump head module. The channel a pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of 807:04 on channel a. (B)(4).

Event description:
During device evaluation by baxter a channel a failure code 807:04 occurred during the pre-accuracy testing on a colleague cx volumetric infusion pump. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.